Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 592mg/dl. It was confirmed that the customer had a back up method of insulin delivery available.

Manufacturer narrative:
During a f/u on 06/11/2015, it was indicated that the customer administered a manual injection and blood glucose level had lowered to the 200's (mg/dl). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device is received.